Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered up with the returned battery cap to a fully functional and fully illuminated display. The display was not blank. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal. The pump case was removed to find no evidence of moisture or loose components inside the pump. The display flex cable was fully inserted into the display flex connector and the connector was latched. A blank display was not duplicated during investigation.